Event description:
The customer reported issues with the image quality of the system. The fse reported that the images were not usable. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was evaluated and replaced. The system was tested and found to be working as intended and returned to service.